Event description:
It was reported that the patient presented to the hospital due to noise leading to pacing inhibition on the right ventricular (rv) lead. The lead was capped that was implanted in the left side of the pocket on (B)(6) 2025. During the implant replacement on the right side, low r-wave sensing and low pacing impedance were noted from the replacement rv lead at multiple locations. When the rv lead was removed, tissue was found in the helix, affecting the extension and retraction. The lead tip looked damaged, and the helix was slightly expanded. Another rv lead was implanted. There were no adverse health consequences to the patient.